Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump malfunction of "screen rolls and there are lines on it". There was no report of when this condition occurred. It was reported to have occurred in the ER. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction of "screen rolls and there are lines on it" was confirmed during product evaluation by baxter service personnel. This condition was attributed to a faulty main display. The main display assembly was replaced to correct this condition. Additional information: the user interface module master software version of this device is 6.13.90. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.